Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that new orders were not crossing over. A technical support specialist (tss) observed errors indicating a dequeue error and connection timeout. The tss verified that the relevant knowledge article "medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue" had already been applied. The tss stopped all bd services on the application server and restarted the sql server service on the database. Following the restart, message processing resumed successfully. Customer was contacted and confirmed the issue has been resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders were not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new orders were not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.